Event description:
It was reported that the implantable cardiac defibrillator (ICD) battery was depleting earlier than expected. The ICD is still in use and close follow up is planned. No patient complications were noted as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.